Event description:
Blood glucose results of "135mg/dl and 183 mg/dl" with a lifescan meter, performed within 10 minutes of each other. A potential malfunction in terms of precision. The meter, test strips and control solution were replaced.